Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there were molding defect sharp protrusions. This event was reported to have affected 6000 device. The following information was provided by the initial reporter. The customer stated: "when the outer package was opened, it was found that the edge of the cap of the green tube had missing or rough edges, which affected the clinical customers' use and the rough edges pierced the customers' fingers."

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples, but one (1) photo was returned by the customer in support of this complaint. Visual examination of photo was performed and revealed damage to the hemogard closure. Evaluation of the photo confirmed the presence of damage as a notch can be seen at the top edge of the hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage to hemogard closure. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there were molding defect sharp protrusions. This event was reported to have affected 6000 device. The following information was provided by the initial reporter. The customer stated: "when the outer package was opened, it was found that the edge of the cap of the green tube had missing or rough edges, which affected the clinical customers' use and the rough edges pierced the customers' fingers."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.